Event description:
It was reported that the doctor had placed the double lumen 16 cm edwards cvc catheter (model # sa2816kcdc) in the left subclavian vein without difficultly, reporting patient was (B) (6). The central venous catheter was working as expected, until the patient was repositioned with the arm extended at a difficult angle in preparation for craniotomy for aneurysm repair. At this point the catheter became positional, with flow reported by doctor, she pressed on the patient¿s chest, but the catheter would kink and not flow when she was not putting some pressure surrounding the area near the insertion site. This was a large chested female patient, and they were unable to secure the catheter to allow consistent flow, which was imperative to precede with the surgery. The doctor decided she would replace the double lumen catheter with an edwards lifesciences 9 fr. Percutaneous sheath introducer. The doctor placed the j-wire into the double lumen catheter for the removal of the double lumen catheter with the intent to j-wire the 9 fr. Cordis introducer. There was some resistance felt when attempting to remove the double lumen catheter, and then the guidewire unraveled. The doctor removed the unraveled catheter, intact. Unfortunately resulting in discontinuation of the venous access site. The doctor was delayed, by having to then obtain venous access in the femoral site. Femoral IV site obtained, and the surgery preceded. No patient harm from the unraveled guidewire was reported. It was further reported that all pieces of the wire were accounted for and a chest x-ray was performed and read as negative. Follow up indicated that the model no. Is sa2816ki.

Manufacturer narrative:
Customer report was confirmed for guidewire unraveled. Only the 0.032" x 60cm guidewire was returned. The wire was received in three pieces. There is a weld break at the j tip end and a clean break (no stretch) of the outer coil wire at the 10cm marker. No inner wire break was observed. The outer coil wire has then been stretched / uncoiled over the next 20cm, or back to the 30cm marker.